Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The patient sample was repeated 5 more times and all the results were >11. Siemens suspects possible fibrin in the sample. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) result was obtained for a patient sample when repeated after the initial result was (B)(6). The patient sample was repeated two more times and the results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.